Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that this report of a serious adverse event is a duplicate of 3004753838-2024-312541. The patient allegation of this report does not meet the criteria of a serious adverse event but is still a reportable malfunction as the inaccuracy falls within the d zone of the parkes error grid after the patient was already in the hospital.

Manufacturer narrative:
(B)(4). This is 2 of 2 reports where the patient experienced inaccuracy that occurred two different sensors on the same day. Please see related record (B)(4). B1 adverse event and/or product problem - correction to remove adverse event from initial MDR. B2 outcomes attributed to adverse event - correction to remove other from initial MDR. H6 health effect - impact code - correction to remove the following codes from the initial MDR, 4619 and 4644. H6 health effect - clinical code - correction to remove the following codes from the initial MDR, 2194, 1880, 4410, 1905.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced dizziness, painful headache, and felt like she was going to pass out while the cgm was an unspecified low value. The spouse transported her to the hospital. There, the cgm was reading 61 mg/dl and the blood glucose by the nurse was 509 mg/dl. The patient was treated with 2 ivs and 3 shots of insulin. She was discharged the following day. The length of time spent in the hospital (less than or more than 24 hours) is unknown. At the time of the report, she was still hyperglycemic and her headache persisted. Her cgm was an unspecified high value and she had not checked her bg. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.